Event description:
It was reported that the patient was experiencing a lack of pain relief and auto reducing from their scs system. Diagnostic testing revealed that the patient's lead had high impedance on 8 of 16 lead contacts. The patient's physician noted that the lead had fractured. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated.

Manufacturer narrative:
A case of "strength is off. The generator could not deliver the desired strength" was reported to abbott. The patient's entire system was replaced, no complications during the procedure and effective therapy restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.